Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: the report of cosmetic damage to the external driveline silastic sleeve could not be conclusively determined through this evaluation as no product was returned and no photos were provided by the account. The submitted log file contained data spanning from 12oct2019 at 07:32:43 to 11/7/2019 at 13:02:26, per the timestamp. Throughout the log file the device operated at the fixed speed without issue and the vad appeared to have been operating as intended. The patient remains ongoing on the pump. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the rehab facility. Patient had multiple no external power alarms and low voltage advisory alarms. Patient had 2 new tears on outside aspect of driveline but does not appear to have tears on the internal part of wire. Per tech service, the log fie contained a few loss of external power events as well as some abnormal patient cable readings. The loss of external power events were occurring during power sources changes indicating the patient may be accidentally disconnect both controller leads from power at the same time. The abnormal cable readings are typically a sign of a worn patient cable. Per our conversation the patient had been given an mobile power unit (mpu) and will no longer use the patient cable. The low voltages and no external power alarms were caused by patient being disconnected from both power cords at once and the patient cable was found to have a voltage fault. Patient had no symptoms. Customer instructed patient to not disconnect both power lines at once. Patient was given and trained on mpu and power module was taken back. Patient cable was sent back and patient will be followed up.